Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) a valve manifold was replaced. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the valve manifold was replaced by the fse. A review of labeling concluded that the issue is sufficiently addressed. A review of the architect i2000sr platform and the associated replaced parts tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive architect hiv ag/ab and architect hbsag results for multiple samples. No specific patient information or data or comparison data was provided. No impact to patient management was reported.